Manufacturer narrative:
H6: the device, used in treatment, was returned for evaluation. A visual inspection of the returned device confirms the stated failure. The locking detail of the device is damage from attempted insertion. The visual also confirms some scratches on the surface of the insert. A dimensional inspection was attempted but the device was too damaged from the attempted insertion to obtain accurate measurements. A review of complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. Some potential probable causes for this event could include a fit/ sizing issue or poor insertion technique. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaints will be reopened. No further investigation is warranted for these complaints; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed. G2: report source updated.

Event description:
It was reported that, during surgery, the articular insert was not properly fitting into tibial tray from medial side. Surgeon has tried 2-3 times, however the insert was not sitting properly. Thus new insert of same side is used to complete the surgery. Instruments were inside the patient. There was a slightly delay of less than 30 minutes. Procedure was completed with a backup device.